Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_699 - portico ide, patient site ID:(B)(6).although a death occurred, this report is for the moderate paravalvular aortic regurgitation. It was noted that this was also present post implant. The cause of death was unknown but the physician did not classify the cause of the patient's death as being related to the performance of the device.it was reported that on (B)(6) 2019, a 27mm portico valve was successfully implanted in patient. There was no post-implant balloon aortic valvuloplasty (bav) performed. The patient was stable prior to procedure. Post procedure day one on (B)(6) 2019, it was noted that there was moderate paravalvular leak on the echocardiogram. The final implant depth of the valve was 1mm. It was noted that within the last year the patient was doing well with no issue with pain, palpitations, or breathlessness. On an unknown day in (B)(6) 2022, the patient was evaluated and an echocardiogram revealed that the patient's left ejection fraction had improved from 35% to 50%, with only abnormal wall motions noted. It was also noted that there was moderate paravalvular aortic regurgitation present. It was unknown if there were any intervention performed for the moderate paravalvular aortic regurgitation. On (B)(6) 2022, the patient passed away. The cause of death is currently unknown, the patient passed away at home. The physician does not classify the cause of the patient's death as being related to the performance of the implanted device,. There were no allegations of malfunction against the 27mm portico valve. No additional information was provided.

Event description:
Clinical information: (B)(6) - portico ide, patient site ID: (B)(6) . Although a death occurred, this report is for the moderate paravalvular aortic regurgitation. It was noted that this was also present post implant. The cause of death was unknown but the physician did not classify the cause of the patient's death as being related to the performance of the device. It was reported that on (B)(6) 2019, a 27mm portico valve was successfully implanted in patient. There was no post-implant balloon aortic valvuloplasty (bav) performed. The patient was stable prior to procedure. Post procedure day one on (B)(6) 2019, it was noted that there was moderate paravalvular leak on the echocardiogram. The final implant depth of the valve was 1mm. It was noted that within the last year the patient was doing well with no issue with pain, palpitations, or breathlessness. On an unknown day in (B)(6) 2022, the patient was evaluated and an echocardiogram revealed that the patient's left ejection fraction had improved from 35% to 50%, with only abnormal wall motions noted. It was unknown if there were any intervention performed for the moderate paravalvular aortic regurgitation. On (B)(6) 2022, the patient passed away. The cause of death is currently unknown, the patient passed away at home. The physician does not classify the cause of the patient's death as being related to the performance of the implanted device. There were no allegations of malfunction against the 27mm portico valve.

Manufacturer narrative:
An event of moderate paravalvular aortic regurgitation was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. The field indicated that there were no allegations of malfunction against the abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4450 removed.